Manufacturer narrative:
Concomitant medical products: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) changeout procedure the company representative tested the right ventricular (rv) lead prior to the generator exchange and all electrical measurements were normal and stable. After the ICD exchange, the scrub tech placed a pressure bandage over the incision and oversensing was observed on the rv lead. It was decided to cap and replace the rv lead. No patient complications have been reported as a result of this event.